Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory. The sample was cleaned and disinfected prior to performing tightness (leak) testing. The blood side was filled with water and the leakage at the gas outlet was confirmed. The oxygenator was opened and it was determined that there was an ablation of the polyurethane. The ends of the gas fibers are embedded in polyurethane. A leak was identified in the polyurethane adhesion. The reason for the ablation of the polyurethane is unknown. Note: the reported event occurred when using the be-01970311-pls quadrox-I oxygenator, however a equivalent device marketed in the u.s. Is used for reporting. (B)(4).

Event description:
On (B)(6) 2011, the (B)(6) hospital identified that be-01970311-pls (lot number 70065004) had blood leaking from the gas outlet. The circuit was exchanged out. (B)(4).